Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reported issue of the b30 error code and no image is traced to expected or random component failure without any design or manufacturing issue, which is due to leakage. Problems caused by inadequate/broken seal within the device. A root cause could not be identified for the white residue in the air/water channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a b30 scope communication error and no image, and white residue in the air/water channel on both sides. There was no patient involvement.